Event description:
Return reason: detached thermistor lid. Analysis determined: investigation found that the thermistor connector cap became disconnected from base due to insufficient adhesive. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.